Event description:
Customer reported hospitalization due to low blood glucose levels of 24 mg/dl. Customer stated that they woke up with extremely low blood glucose readings. It was noted that the customer experiences a low during her cycle. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.